Event description:
Device placed on [date redacted]. On [date redacted], device alarmed following physical therapy session. Flows had dropped from 2.5-3l to 1l. Staff turned down performance level to 0 and back up to 5 without any change in flow. Waveforms also not normal. Patient asymptomatic. Impella rep and cardiologist informed. Chest xray and echo ordered. Cardiologist and rep came to bedside and worked to reposition impella under echo for approximately 30 minutes. Placement was obtained (46.5cm per measurement) visually but flows never got above 1.2l and waveforms remained abnormal. Patient continued to be asymptomatic. Both cardiologist and rep said would watch over weekend and make decision [date redacted] about removal/exchange/etc. Rep did mention could be a clot in/on device. Patient on IV heparin. Aptts variable, being adjusted per protocol. No heparin in impella purge at this time. On [date redacted], the impella alarmed. Staff turned impella performance level down to 0 then up to 4. Flows went to 4l. Decision made by cardiologist and rep to remove the device.